Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with partially broken retainer, pillowing keypad overlay, cracked select button keypad overlay and cracked battery tube threads during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement and active current measurement. However, pump error 39 alarm during the rewind test. Unable to perform the displacement test, displacement accuracy test, prime/seating test, basic occlusion test, occlusion test and force sensor test due to pump error 39 alarm. The test bg meter communicates properly to the pump noted and the bg readings registered properly in the daily history noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.8 mv). The motor was tested outside of the device on the ngp stb3 and alarmed pump error 39 due to jammed motor gearbox. Pump error 39 alarm during the rewind test due to jammed motor gearbox. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Cosmetic damage was confirmed at battery tube threads. Customer alleged not confirmed for pump wasn't able to receive the bg value from the bg meter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that due to the droppage of the pump, which had a crack on the backside of the battery chamber region of the pump, the customer was hospitalized and treated for hyperglycemia with a blood glucose value of 500 mg/dl at the time of the occurrence. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.